Event description:
It was reported that the pt had the device implanted at c5-6 due to cervical stenosis. Five days post-op, the pt developed "screaming" pain in the right side from the neck to the shoulder. The pt sought treatment at another facility, including medication, physical therapy and emg. The pt was diagnosed with thoracic nerve palsy, serratus anterior denervated. At this time, the patient has a loss of function, chronic pain and nerve injury, in add'l to the original cervical stenosis.

Manufacturer narrative:
(B)(4). A review of the device history records for this device was not possible without add'l device info. Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event.